Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
I was reported that the lens was removed intraoperatively from the patient¿s right eye due to amputated trailing haptic noted during lens insertion. The incision was enlarged to remove the lens and sutures were used. According to the surgeon, broken haptic was the likely cause of the event.

Manufacturer narrative:
The delivery device was returned to b+l for evaluation. Visual inspection the returned device found bent tip. Functional testing could not be performed due to the condition of the received lens. The lot number of the delivery device was not provided; therefore, a device history record (DHR) review could not be performed. Based on the information available, the exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.